Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
New information received indicated the device was reprogrammed with no further issues.

Event description:
It was reported non-sustained lead noise was observed via a remote monitoring system. After reviewing the electrograms, no lead noise was detected and ventricular events were undersensed. Reprogramming changes were recommended. The patient will be monitored at the new follow-up.